Event description:
International affiliate reported that the drain broke external to the body when the patient walked and pulled upon it. The remaining drain was removed immediately and there was no adverse effect to the patient.